Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient experienced pulling and tightness from the occipital nerve stimulation lead. The patient underwent a lead revision procedure where the lead was loosened up to give more slack without moving the tip. The patient was doing well post operatively.